Event description:
(B)(4). It was reported that a patient developed peritonitis and sepsis from a break in aseptic technique, during peritoneal dialysis (pd) therapy. The patient had fallen, due to weakness and sepsis, and was hospitalized the next day. The sepsis was determined to be peritonitis, from a breach in aseptic technique. The breach in aseptic technique occurred from a disconnection of the patient's transfer set. The peritoneal dialysis nurse (pdn) confirmed that the patient was recovering and was being treated with an unknown antibiotic. At the time of this report, the patient has recovered from the events and had been discharged from the hospital (dates unspecified). The pdn reported that the patient was not re-trained in proper aseptic technique following these events and that the patient was switched to hemodialysis (date unspecified). At the time of this report, hd was ongoing. This report is for the disconnection of the transfer set and is report 2 of 3 total reports for this event.

Manufacturer narrative:
(B)(4). Twelve days prior to the report, the patient fell. Two days later, the patient was diagnosed with sepsis and was hospitalized the same day. The nurse confirmed the source of the sepsis was the peritonitis which was caused by the disconnection of the patient's transfer set and subsequent reconnection of the transfer set to the adapter by the patient. This complaint is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. As the sample is not available a sample evaluation will not be performed. Should additional information become available, a follow-up will be submitted.